Event description:
The manufacturer was notified on (B)(4) 2015 that mitroflow valve (dla, size21) was explanted after 1.8 years due to calcified leaflets.

Manufacturer narrative:
This mitroflow valve was explanted after 1 year and 10 months due to a reported prosthetic stenosis. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from leaflets tears and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical conditions and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (dla, size21) was explanted after 1.8 years due to calcified leaflets.

Manufacturer narrative:
The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4) inc. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Histopathological evaluation will be conducted upon receipt of the device.